Manufacturer narrative:
Concomitant medical products: 5534 lead implanted: (B)(6) 2010; 6935 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the left ventricular (lv) lead. The lead remains in use, no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Thresholds had also reportedly increased but no action was taken.